Event description:
It was reported that while burring during a cori assisted surgery, the spout broke off of the real intelligence robotic drill guard. The suction tubing was attached, so the spout did not fall into the wound. Both the guard and the spout were recovered. The procedure was completed, without delay, using the broken drill guard just without suction.

Manufacturer narrative:
. Internal complaint reference case- (B)(4).

Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill guard, (us) part number rob10016, lot1341427 used for treatment, was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be established. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. Although the reported problem was not confirmed a factor that may have contributed to the reported symptom may have been associated with an incomplete weld around the perimeter of the irrigation tube. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". Per our risk assessment the failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from us, it was reported that while burring during a cori assisted surgery, the spout broke off of the real intelligence robotic drill guard. The suction tubing was attached, so the spout did not fall into the wound. Both the guard and the spout were recovered. The procedure was completed, without delay, using the broken drill guard just without suction. Patient was not harmed beyond the problem reported. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.